Event description:
Patient in operation room for coronary artery bypass graft (CABG) surgery. While on bypass, perfusion noticed that her isoflurane was leaking from her machine. Nurse manager made aware. The operation room team made aware. Some members of the team felt effects of gas (ex. Dizzy, lightheaded) and had to leave room for periods of time, manager aware. Gas was turned off by perfusion, as soon as was possible. Procedure finished without incident to the patient. Manufacturer response for anethesia unit vapo, dre sigma delta (per site reporter). They recommended sending unit back. It was calibrated in (B)(6) 2019 so the assessment/repair may fall under warranty.